Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7097064, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7105415, UDI:(B)(4).

Event description:
It was reported that the patient had developed an infection at the midline incision site. Symptoms included a hot, red, and irritated with suspected pus leakage. The patient was administered with IV cefazolin. The patient underwent an explant procedure since antibiotics failed to clear all the infection. The physician suspects the cause was due to recent revision. The patient was doing well postoperatively. The explanted products will not be returned due to the hospital keeping it.